Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had received inappropriate shock therapy. Upon interrogation in clinic, it was observed the right ventricular lead was over-sensing noise, had a significant pacing impedance increase, and had a decrease in sensing. Therapy was programmed off but no further intervention was completed. The patient was stable.